Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon review of documentation, the right ventricular lead exhibited noise reversion episodes. The lead remained implanted. No patient symptoms were reported.